Manufacturer narrative:
Other, other text: d4: UDI - (B)(4) h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged front panel, missing CPAP knob, non-OEM knobs, a cracked battery cover and a missing patient outlet connector. The customer reported complaint was confirmed. The cause of the issue is that the annual maintenance schedule was not followed. An MRI battery was installed, the sintered filter was replaced, o rings were replaced, faulty vrv was replaced and the torn input/output label was replaced and small knobs/front panel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit needed an "overhaul" and the outlet connector was missing. Patient involvement is unknown.